Event description:
It was reported that the customer was vomitting and hospitalized due to high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was performed and the insulin exited. The high-pressure test was completed and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.